Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, did not identify any anomalies or functional issues. Visual inspection of the pre-casted header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the pre-casted condition, which determined this condition is acceptable and not problematic. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.